Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer has mental and neurological issues and has been hospitalized frequently for low blood glucose levels. It was stated that the customer does not disconnect from the infusion set during the manual prime. Found that the reservoir volume matched the amount of insulin in the reservoir. Explained the importance of being disconnected during the manual prime. Further troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.